Event description:
Patient reported experiencing low blood glucose (17 mg/dl). Patient indicated that upon review of device history, she observed a bolus that she did not recall programming. Patient indicated that she uses infusion sets longer than recommended.